Event description:
Additional information received reported that on (B)(6) 2013 the patient went to see his doctor for a battery check. It was reported that the programmer was flashing the elective replacement indicator (eri), but the patient had just been implanted in (B)(6) 2013. The health care provider (hcp) checked the battery with the clinician programmer and he was seeing the same message. The hcp was trying to program the patient and used the bipolar setting or 1+, 0- (which had a very low impedance of 34 ohms). It was stated that in the process of programming the hcp had caused the battery to "flash drain" below 2.6 v which caused the eri. The eri message cannot be removed once it appears. The patient's actual voltage was 2.895 v, which was "well above the eri warning". It was stated that they patient's therapy was not affected by the bipolar low impedance of 1+, 0-; nor by the eri message. The patient was on a unipolar setting and his tremors were "being controlled well". The battery was "working properly" despite the flashing eri message. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v163388, implanted: (B)(6) 2010. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3387-40, lot# j0455472v, implanted: (B)(6) 2005. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension. (B)(4).

Event description:
It was reported that there was an elective replacement indicator (eri) seen. It was stated that the implantable neurostimulator (ins) was implanted about 2-3 months prior to the report. During the implant surgery, the old extension and ins were replaced. During a programming session on the day of the report, it was noted that eri occurred, however, the voltage was at 2.895 v. The impedances were tested at 0.7 v and were "either high or out of range." At 1.5 v still the impedances were "higher and out of range" so the test was run again at 3 v with results as follows: c-0=625 ohms, c-1=743 ohms, c-2=749 ohms, c-3=793 ohms. It was stated that "the only one out of range was the bipolar combination of zero and one, which reported an impedance of 34 ohms. Therapy settings were c+, 1-, 0-, 120 us for pulse width, 185 hz, 3.2 v, 528 ohms. It was stated that during the implant procedure the screws were tightened with the torque wrench and impedances of 40000 ohms were present, but after tightening the screws further the impedances were normal. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information indicated that the ins was working. It was stated that it was unclear why previously reported readings had been seen in the operating room.

Manufacturer narrative:
(B)(4).